Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient hadn't felt relief and it was too hurtful for them and the issue began after their lead surgery replacement on feb 2nd. Patient stated they were getting somewhat of a relief before exchanging the leads and now they weren't getting any relief after the surgery. Agent called patient back to clarify since agent only saw one lead in device data and patient did not recall how many were replaced or what was done during lead replacement. Patient notified medtronic representative of the issue and rep advised the patient to give it some time because they wouldn't feel stimulation like their old 'leads'. Patient noted since the surgery it felt worse than before the surgery. Patient also noted they didn't feel any stimulation and they weren't sure if they were not supposed to.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the patient (pt). Pt reiterated, since the lead was put in on (B)(6) 2023. Pt had no other apeutic relief. Pt could not even tell if therapy was on or off. Pt met with people twice. The other day, pt forgot to turn up stimulation and pt did not realize it, till that night. That it was not even on, because pt could not get any relief from it. Pt said, they told the healthcare provider (hcp) and everyone. And cannot even find a pain hcp anymore. Hcp sent a referral to another hcp who won't even see the pt. Hcp gave pt another referral. And pt did not hear back. Pt is scheduled to see hcp tomorrow. Discussed the process of contacting the manufacturer representative. Redirected pt to hcp.

Event description:
Additional information was received from the patient. It was reported that the device location is unknown. The old leads were changed because they were old and not working as well.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported nothing had been done for not feeling therapeutic relief. The patient had many MRI's and x-rays but the patient did not remember any dialogue since then. The issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2023 other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) ubd: 23-jan-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implanted neurostimulator (ins). Patient services (ps) reached out to check recharge status for their devices. Pt stated devices appeared to be working as intended while providing current battery levels: ptm 80%; ins 50%. Pt mentioned they used to have to only charge their ins once weekly but since having surgery to change their lead they were now having to charge twice weekly. Ps reviewed therapy settings/usage affect ins battery depletion so if adjustments were made during revision the ins could be using more energy. Pt said they were going to reach out to their manufacturer representative (rep) to see if therapy settings were adjusted. Pt was having difficulty speaking (illness) therefore ps did not collect information as to why the leads were revised.